Manufacturer narrative:
Exact date unknown, event occurred last year.

Event description:
It was reported that the patients ipg was frequently charging and was damaged due to electrocautery use from previous surgeries. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.